Event description:
Bard align r sling, retropubic urethral support system, ref brd100r, exp date 2011-08, was being implanted. As the trocars were being pulled out, the first side of the sling cracked, the sling was removed. No patient harm. Another product was used to complete the procedure without further incident.

Event description:
Bard align r sling, retropubic urethral support system, ref brd100r, exp date 2011-08, was being implanted. As the trocars were being pulled out, the first side of the sling cracked, the sling was removed. No patient harm. Another product was used to complete the procedure without further incident.